Manufacturer narrative:
Date of event: event date is an estimate

Event description:
Related manufacturer report number: 3006705815-2022-00054. It was reported the patient cut the trial leads at the incision site. As result, the skin grew over the cut lead resulting in the patient having to have surgery to remove the remaining implant lead fragments. The fragments were removed resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.